Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the suction cylinder, in the air water cylinder, and in the air water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.